Event description:
On (B)(6) 2013 it was reported that the patient had the vns generator and lead explanted on (B)(6) 2013 due to the following reason: "product does not work/defective". No replacement was implanted. Attempts have been made for additional information; however, no additional information has been received. As it is unknown if the defective product refers to the generator or lead, both have been reported. The malfunction on the generator was reported in MFR #: 1644487-2013-03708.

Event description:
The lead assembly was returned for analysis due to a reported device failure. During analysis, the device failure allegation was not confirmed. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observation, no anomalies were identified in the returned lead portion.

Manufacturer narrative:
.

Event description:
Additional information was received stating that the vns patient¿s device was at end of service. Replacement was not planned as the patient did not receive much efficacy from the device. The patient underwent surgery on (B)(6) 2012 to explant the device due to discomfort.

Manufacturer narrative:
Describe event or problem, corrected data: this information was inadvertently submitted in supplemental report 01 of MFR report #1644487-2013-03708 instead of this report. The lead-related information is now being reported here. Evaluation codes, corrected data: this information was inadvertently submitted in supplemental report 01 of MFR report #1644487-2013-03708 instead of this report. The lead-related information is now being reported here.